Event description:
A nurse reported that during a retinal procedure, a vitrectomy probe did not work. The procedure was completed on the same day without consequence to the pt. A product sample and add'l event details have been requested.

Manufacturer narrative:
A sample has been requested for eval, but has not yet been received at the manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).